Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing. The device will continue to be monitored. The patient was stable and asymptomatic. Further information was requested, but not yet available.